Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Additional follow-up indicated that the rash had returned. The patient's physician prescribed the patient a cream to use. After using the cream, the patient reported that the rash had cleared up again. A us distributor reported a patient developed a skin irritation. The skin irritation was described as a heat rash to the patient's chest. A medical professional advised the patient to use powder. There is no alleged device malfunction. Follow up was completed and the skin irritation was resolved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as a heat rash to the patient's chest. A medical professional advised the patient to use powder. There is no alleged device malfunction. Follow up was completed and the skin irritation was resolved.